Event description:
It was reported that the 6900p, size 25mm, was explanted due to mitral insufficiency. They then followed up on the patient and she has insufficiency, it then grew worse, patient believed to be very sick. By monday they explanted the valve, re-implanted with a mosaic porcine valve, as a result they looked at the valve today and they need to send it back for a report. As of today, the patient is doing well. The surgeon did both a mitral and tricuspid repair. The tricuspid repair was with a mc3 annuloplasty system model 4900, did not like the way valve looked, removed it and then replaced it with model 4450 annuloplasty ring in the tricuspid position.

Manufacturer narrative:
Surgeon did not like the way the valve looked once implanted. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was not completed, due to no device lot number/serial number was not provided. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.